Manufacturer narrative:
Other, other text: g5: no 510k; product not sold in us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not work as intended as the tracheostomy cuff was not "holding up". The device was damaged. The trach was inserted on (B)(6) 2023 and required changing on (B)(6) 2023. An urgent tracheostomy tube change was performed. The customer has stated that a cuff manometer is used to measure cuffs for leaks. They do not use a syringe to re-inflate cuffs. A 10mls syringe is used to check cuff integrity prior to insertion. There was patient involvement and no patient injury reported. The patient was re-admitted back to the ICU on (B)(6) 2023.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a tear in the cuff. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. D3, g1, and g2 email is: regulatory.responses@icumed.com, d4: UDI (B)(4).